Event description:
It was reported that the ilet pump became wet when it was dropped in water at the beach, after which the screen was unresponsive; the user placed the device on a charger and confirmed access to insulin, and a replacement was arranged. Symptoms included no alerts or alarms. Outcomes included no reported health effects or care escalation. Investigation included review of the reported event and device replacement logistics. Investigation of the returned device revealed a device performance issue consistent with water exposure leading to an unresponsive display. It was concluded, based on previously established findings for similar reports, that the cause was environmental liquid ingress leading to device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.